Event description:
Report received from (B)(4) states: "infused 1000 silicon oil with a (B)(4) oil set through the connector (infusion tube which is placed on top of the 23 gauge trocar) of the (B)(4) into the eye. During the infusion process the silicon oil ran onto the surgery cover. Due to these exceptional circumstances the surgeon had to change the planned procedure to stabilize the eye. Another (B)(4) pack was opened and a new connector was attached to fill the collapsed eye with bss again to stabilize it. The time of the surgery was extended by one and a half hours. The pt prognoses is good."

Manufacturer narrative:
The hospital did not note the product lot number and the product was indicated by the user facility.